Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for complex reg pain syndrome type 1. Patient reported a possible end of service (eos) message. It was reported that they began having issues recharging when they saw the call your doctor message. It was then stated that they thought it was an eos message. Patient met with their physician 4 weeks prior and they checked the patient¿s implant and she they would need it replaced. Patient reported pain in their hands. They turned off their implant and was unable to turn it back on, so their pain was occurring. The return of symptoms reportedly began a couple days prior to this report whereas the recharging issue/possible eos began maybe 6 weeks/2 months prior to this report.